Manufacturer narrative:
Evaluation of the returned device found evidence to suggest that it was conforming when it left biomet.

Event description:
It was reported that patient underwent an open reduction internal fixation procedure on (B)(6) 2013. While bending the fibular plate in situ, a fixed angle screw targeting guide fractured. No fractured pieces entered the patient. Another plate was used to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.